Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24 mm watchman flx laa closure device with delivery system (wds) and watchman truseal access system (was). The was advanced into position in a lobe of the laa. Upon removal of the pigtail catheter the was shifted forward in the laa. The procedure continued and the closure device was successfully deployed. While release criteria was checked the patient became hypotensive. An effusion sweep was conducted via transesophageal echocardiogram (tee) and a pericardial effusion was observed from the laa. The device met release criteria and was implanted. A pericardiocentesis was performed. The bleed continued and the patient was transferred to the operating room for exploratory surgery. The closure device was explanted and the laa was sewn closed to stop further bleeding. The patient was transferred to the intensive care unit for recovery. On (B)(6) 2022, it was reported the patient had been extubated, is off pressors, and was improving.